Event description:
This lead was not returned, however medtronic, inc sent a removed product report back with the pacemaker of this system. Per the medtronic removed product info report, this system was removed due to infection. The system was replaced with a medtronic system. There are no adverse events reported for the pt. Also removed: philos dr-t, 1028232-08-0219; arox 45 jbp, 1028232-2008-00221.